Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent urinary tract infections, hematuria, frequency, urgency, dysuria, bladder pressure, constipation, bladder lesion, decreased urinary ouput, cystitis, suprapubic tenderness, recurrent stress urinary incontinence and pelvic organ prolapse. It was also reported that the plaintiff allegedly experienced pain, erosion,infection, emotional distress and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00483.